Event description:
Syringe appears to have a mfg defect and when the provider got ready to administer chemotherapy syringe cracked near the neck and then up the syringe and leaked. FDA safety report ID# (B)(4).